Manufacturer narrative:
Incomplete device returned. The device was subject to microscopic inspection. Excessive stress due to improper use may have caused the fracture. However, since the broken-off tip of the insert is missing, the investigation cannot be completed. The device history record, including acceptance testing results, was reviewed and found to conform to specifications. No complaints with regard to similar failures have been received for this device.

Event description:
As reported by distributor's administrative and logistics manager, the device was used in a procedure. The product was in the patient's body when it was noticed that it was broken. No patient injury was reported. There was no delay in the procedure. Additional information has been requested.